Manufacturer narrative:
Recall number: z-0021-2022. 1038671-2024-04776, 1038671-2024-04775. D10: concomitants: 02-010-01-0320 - logic femoral ps cem right sz 2 (B)(6). 02-012-45-2010 - lgc tibial fit tray cem sz 2f / 1t (B)(6). 200-02-29 - three peg patella 29mm (B)(6). 201-78-25 - small headed sharp pin, 1 1/8" 4 pack (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-04776, 1038671-2024-04775. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g1, h6. The following sections were corrected: b1, b2, g1, h6. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: concomitants: 02-010-01-0320 - logic femoral ps cem right sz 2 2818197; 02-012-45-2010 - lgc tibial fit tray cem sz 2f / 1t 2503474; 200-02-29 - three peg patella 29mm 2584462; 201-78-25 - small headed sharp pin, 1 1/8" 4 pack 2659897; pending investigation.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2013. Approximately 9 years and 4 months after the initial procedure the patient had a right knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023diagnosis: failed right knee replacement findings: loose femoral and tibial implants - removed easily with moderate bone loss. Very large posterior medial fluid collection - thick viscous light brown - unusual appearance likely related to severe poly wear. There was extensive soft tissue debris throughout the knee joint consistent with a synovitis from a polyethylene reaction to the tissues. There was tiny, small balls of light brown synovium along with a "pesudo-capsule" of dense soft tissue rind. The surgeon examined the polyethylene - excessive wear was present with signs of oxidation/yellow discoloration, pitting, cracking and delamination of the poly. Distal femoral bone loss was moderate. The tibial bone loss was extensive and required placement of a tibial cone.